Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt an electric shock going down his leg, it was a continuous feeling down the leg. The caller stated that they went to the (health care provider) hcp and the hcp resolved the issue. The caller stated that they wanted help adjusting stimulation and that the patient was having a lot of accidents. The patient synched with the patient programmer (pp), stimulation was on, and on p1 at 8.5v. Patient services assisted the patient in changing to p2 at 8.5 v, and then p3 at 8.5 . The patient reported not feeling stimulation on these programs either. Patient services assisted the patient in changing to p4 at 3.4v and the patient felt strong stimulation in the bicycle seat area, but it was comfortable. Patient services reviewed that it takes time for the body to respond to therapy, therefore titrations should be discussed with their hcp and to consider completing a voiding diary to track progression/therapeutic response. The patient will follow-up with their hcp if the problems do not resolve. The caller noted that the hcp should be calling them back soon. No further complications were anticipated/reported.